Event description:
A malfunction was reported on the pump, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisting the caller with the process, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue arose again; the caller acknowledged and understood these instructions.